Event description:
It was reported that the contrast and down arrow button required multiple presses to activate the desired pump functions. The pump reportedly has not been exposed to moisture and there is no structural damage to the keypad. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact (no lifting or peeling observed), the up/down/ok/contrast buttons were intermittently responding, the contrast button required excessive force to activate during testing, the up/down key contacts were misaligned, the contrast key contacts was inverted and did not always spring back, the up/down/ok key contacts became inverted when pressed, and there was evidence of adhesive/contamination under the all key contacts.